Manufacturer narrative:
No belt clip received with device. Device received with blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments or partial display due to blank-flashing white lcd. Unable to verify sensor anomalies or change sensor alerts due to blank-flashing white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.